Event description:
On (B) (6) 2010, pt reported his blood glucose ranged from 310-402 mg/dl. Pt has been giving manual injections through a syringe. Pt's target blood glucose is "under 100 mg/dl." Pt's current blood glucose is 379 mg/dl. Pt reported he changed the insulin cartridge this morning and the infusion set on (B) (6) 2010, and both again this afternoon. He stated "there was no insulin coming out of the pump itself." Pt reported no errors or alerts have been received. Pt reported there is an air bubble at the bottom of the cartridge that is the size of small peanut. Pt does not know when infusion adapter was last changed. Recommended pt change headset during call. Pt reported "I haven't eaten all day." Had pt disconnect from infusion site and prime tubing; air bubble was removed from cartridge and insulin flowed from tubing. Pt stated he believes air bubble formed during use as it was not noticed during the cartridge change. Discussed causes of air bubbles and effects on blood glucose. Advised adapter should be changed with every 10th cartridge change. Recommended he contact physician to discuss ongoing hyperglycemia. On follow up call on (B) (6) 2010, pt reported his blood glucose levels are back to normal. He stated his reading was 105 mg/dl. Pt reported he spoke with the physician. He stated he explained the situation to the doctor and she advised he keep doing what he has been doing. Sent adapters; requested return of the alleged adapter and insulin cartridge.